Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the powered handle turned on but none of the buttons worked. A manual stapler was used instead to resolve the issue. There was no patient involvement. Pli-10: medtronic's initial evaluation of the incident device found that the open switch was found non-functional and preventing the other switches from operating.

Manufacturer narrative:
Additional information: d9, e1 (facility name, street 1, street 2, region, postal code and phone number), g3, h3, h6 correction: a1, b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functional testing noted that the handle initialized after being fully charged on a charger running v16 software. The handle had 156 of 300 procedures remaining. The handle was noted to be running v29.6 software. None of the switches were found to be working after connecting a clamshell, adapter and loading unit to the handle. The rear handle housing was removed and no damage was found on the circuit boards or connecting flex circuits. The switch connections were probed at the adapter switch board connection using a multimeter. The open switch was found non-functional and preventing the other switches from operating. Analysis of the data saved to the system indicated that following an open key press, the handle became unresponsive to other key presses. It was reported that the powered stapler handle/display was not responding and the button was broken. The reported issues were confirm ed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the powered handle turned on but none of the buttons worked. A manual stapler was used instead to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the open switch was found non-functional and preventing the other switches from operating.